Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was noted that the 5-6 seconds pauses and electromagnetic interference/noise were observed on the electrocardiogram (ECG) of the right ventricular (rv) lead. Implantable pulse generator (ipg) and the rv lead have been explanted. No further patient complications have been reported as a result of this event.